Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2013, an aortic valve replacement (avr) was performed and this trifecta valve (model and serial unknown) was implanted. On (B)(6) 2017, the patient developed acute aortic regurgitation (ar) and was hospitalized. On (B)(6) 2017, an emergency re-do avr was performed. Upon explant of this valve, a leaflet tear was observed at the commissure between the lcc and the ncc. However, both leaflets remained attached to each other but were torn from the stent post and the torn site was prolapsed toward the lcc side. Per report, the tear appeared adjacent to the stent post cross-stitch. A tissue valve from another manufacturer (size unknown) was implanted. Postoperatively, the patient has been in stable condition.

Manufacturer narrative:
The results of this investigation concluded that circumferential fibrous pannus ingrowth was found on the inflow surface of leaflets 1 and 3. Tearing was observed in the base of cusps 2 and 3. No acute inflammation or significant calcification was observed. No evidence was found to suggest the cause of the pannus and tearing was due to an intrinsic defect in the valve, as supported by review of the valve's device history record and the analysis performed. The cause of the reported event remains unknown.